Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with an increase in right ventricular threshold and impedance. The pocket was manipulated and noise was noted on the right ventricular lead. An x-ray was performed and was normal. The pocket was opened and the lead was tugged and set into the header. The set screw was tightened and all values were normal. The lead was removed and reinserted and all values remained normal. The patient was stable.